Event description:
It was reported that after a da vinci-assisted surgical procedure, the mega suture cut needle driver had steel cable breakage at the tip of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument for failure analysis. Instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.